Event description:
It was reported that during testing conducted at the manufacturer facility, the device was oscillating when in forward mode. It was also reported that the device did not stop immediately when the trigger was released, and that it was intermittently oscillating without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, an extra straight pin was found to be stuck on the reverse trigger magnet, which is a probable cause of the device oscillating when set in forward mode, and the device running without user activation.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was oscillating when in forward mode. It was also reported that the device did not stop immediately when the trigger was released, and that it was intermittenlty oscillating without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.